Event description:
The surgeon was performing a green light laser procedure when the weld holding on the tip of the inner bridge came loose, and fell off in the pt's bladder. The jagged tip had to be removed from the pt through the urethra. Damage was caused to the pt's urethra.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital has been unsuccessful, and the device has not been returned for evaluation. As a result, a determination can not be made at this time. When further info becomes available, gyrus acmi will continue to investigation and update the agency accordingly.